Event description:
Pt born with sacral agenesis with resultant neurogenic bladder. She has had artificial urinary sphincter with ileal augmented bladder and has recently redeveloped urinary incontinence. On eval she was found to have malfunctioning artificial urinary sphincter. Pt admitted for removal of artificial sphincter, metrofanoff procedure, and fascial sling.